Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and upon performing defibrillation threshold (dft) test, three shocks from the device failed to convert the arrhythmia and three external shocks were required to successfully convert the rhythm. It was advised to the physician to retunnel the electrode, however, the physician decided to remove the entire s-ICD system from the patient due to the concern that the arrhythmia could not be successfully converted. No additional adverse patient effects were reported. The s-ICD electrode is not expected to be returned for analysis.